Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 33 mmol/l. It was also stated that the insulin pump alarmed with no delivery. The customer's doctor wanted the insulin pump replaced. The customer declined troubleshooting. Nothing further was reported.